Manufacturer narrative:
On february 9, 2021, the mentor failure analysis lab received the device for evaluation. On february 16, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that field b1 "is product problem" was inadvertently not selected under the previous submission since the patient experienced bilateral rupture as well (which was reported in the follow up 1 report). The field b1 has been correctly selected on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), b1.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of replacement surgery was (B)(6) 2021. The replacement devices were catalog number 3503501bc; serial number (B)(6) on the left side, and catalog 3503501bc; serial number (B)(6) on the right side. Mentor also became aware that patient experienced bilateral breast implant rupture, the baker grade for the right side was IV. Based on the information received, the following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d6b fields for explantation date have been updated to (B)(6) 2021. Medical device problem code "material rupture" has been added to field h6 . Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with 300cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; baker grade iii postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.